Manufacturer narrative:
Stryker filed service representative evaluated the customer's device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device is not delivering defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device is not delivering defibrillation energy. There was no report of patient use associated with the reported event.